Manufacturer narrative:
Additional information: b1, b2, b5, h1, and h6.

Event description:
New information received notes that the lead was capped and replaced due to over-sensed noise and high pacing impedance on 10 sep 2024. The patient was stable prior to, during, and after the procedure.

Event description:
It was reported that the patient presented for routine in-clinic follow-up with episodes of non-sustained right ventricular over-sensing. A device interrogation revealed the episodes were attributed to over-sensed noise exhibited by the right ventricular lead. Programming interventions were made. The patient was stable prior to, during, and following the interrogation.